Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a battery out limit and blank display on the insulin pump. The customer's blood glucose level was unknown mg/dl. The troubleshooting was performed. The customer stated that the insulin alarm after battery change. The customer was advised to monitor insulin pump and time battery changes very carefully as battery out of insulin pump for too long will cause the alarm. The customer stated that the screen when blank. The customer was advised to insert new aaa alkaline battery on the insulin pump. The customer said that the display returned. The patient was advised to monitor insulin pump and we will ship a replacement battery cap as a courtesy to rule out any possible issues with the battery cap.